Event description:
The facility reports the pt was lifted in the hoist when the right hand leg of the hoist raised in the air and the hoist tilted to the side. The pt hit head on the wall and the care assistant's foot was trapped under the wheel. No medical attention was sought.